Event description:
It was reported that there was a malfunction resulting in boot up failure. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. There was an error in ram, which will not occur during usage and will not effect ventilation. There was no reportable malfunction.